Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during the transfemoral tavr procedure in the aortic position, post bav x2 as during the first inflation the balloon was not well placed and post deployment of the sapien 3 valve, the patient became hypotensive and severe central ai was observed causing the ventricular fibrillation. CPR was required for 30 minutes followed by sinus rhythm. Angiography showed the central ai had reduced to moderate. Repeat angiogram performed 10 minutes later showed none-trace ai. The patient is noted to be in stable condition.

Manufacturer narrative:
The procedural cine images were provided to edwards and were reviewed by an edwards physician proctor. The findings are summarized below: procedural cine: previous chest surgery (clips seen). Horizontal aorta. Heavily calcified leaflets. The 1st bav not effective. The 2nd bav done well. Poor coaxial position prior to valve deployment. View angle better, central ai seen with wire across annulus. Appears CPR initiated. Last image with wire out and heart pumping shows no central ai. Impressions: the complete patient medical history and echo were not provided. Patient was observed to have horizontal aorta and heavily calcified valves. The coplanar view was poor. The first bav was not effective as the balloon slipped towards the aorta. The second bav was done well, no contrast injection. The valve was deployed with poor coaxial view; the 3 cusps were not aligned. Central ai was seen with the wire across and what appeared to be a slower heart rate or CPR. Last image showed no central ai after the wire was removed a but would need echo images to confirm. Limited information was available; ai may have been related to the wire restricting leaflet motion. Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, per the imaging review, the central ai was most likely related to the wire restricting the leaflet motion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.